Event description:
It was reported that the device reached elective replacement indicators (eri) quickly. The left ventricular (lv) lead exhibited high thresholds since implant, and was programmed off. The lead was later found to have dislodged, and was explanted and replaced, along with the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2012, device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.6318 to 2.618 volts minimum between (B)(6) 2011 and (B)(6) 2012. One - patient alert for low battery voltage on (B)(6) 2012 02:15:00. The device was returned and analyzed. The battery depletion was found to be normal depletion and met expected longevity. The full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors, including the distal conductor (not obstructed).